Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
Staff in the nicu and icp director reported being unable to suction patient using this catheter.